Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical devices: cat#: 010000664, g7 pps ltd acet shell 54f, lot#: 6881384; cat#: 20103606, g7 longevity neutral 36mm f, lot#: 64922355; cat#: 650-0661, delta ceramic fem hd 36/0mm, lot#: 3035179.

Event description:
It was reported that patient underwent right total hip arthroplasty. Intra-operatively, the patient experienced a small-nondisplaced crack in the posterior medial calcar region requiring medical intervention/modification. There has been no revision reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. According to the clinical data form provided its not device related however without operative notes definitive root cause cannot be determined device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.